Manufacturer narrative:
Follow-up #1: date of submission 12/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/05/2015 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked in two places. Unrelated to the initial complaint, the pump was powered on and the display screen appeared discolored. Additionally, the returned battery cap threads were stripped; a test cap was used to complete investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.